Event description:
Surgeon stuck himself with a needle and it penetrated the glove. He sought medical treatment as the pt was (B)(6).

Manufacturer narrative:
The customer was unable to provide the sample and unable to provide the lot number. Historical trending was done. Due to the unavailability of the lot number, the device history record could not be reviewed. In the absence of the affected sample, a detailed analysis/investigation could not be carried out. We will monitor complaints for any unfavorable trends.